Event description:
It was reported that the pump exhibited a broken battery compartment. The customer returned the product for the broken battery compartment, and during physical inspection it was found that the downstream occlusion (dso) seal was damaged. There was unknown patient involvement.

Manufacturer narrative:
H3, h6: one device was returned for analysis. Visual inspection showed a damaged downstream occlusion (dso) seal and battery compartment. There was no evidence to review in the device's event history log. A functional test was performed with the occlusion tester, and the reported issue was duplicated. The cause of the reported issue was due to the damaged battery compartment. After investigation the results indicated a reportable malfunction due to the damaged dso seal. As a result, the dso seal and battery compartment were replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.